Event description:
The customer reported to olympus, the flex deflectable videoscope had no image. The issue was found during a therapeutic laparoscopic colectomy procedure when connecting to a camera device. The procedure was completed using a similar device with a five to ten minute delay. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of no image was confirmed. The device evaluation found the following reportable malfunctions: there was no image due to damage on charged coupled device unit, and an e216 error code (scope communication error). The following non-reportable malfunctions were found during evaluation: water tightness was lost due to a pinhole on bending section cover, adhesive on bending section cover had a chip, switch 1 had a scratch, and video connector was deformed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The event likely occurred due to a failure of the image sensor unit, a problem with the board inside the video connector, or a problem with the system. The inspection method for this event is described in the instruction manual (operation edition) "chapter 3 preparation and inspection 3.8 inspection of functions in combination with related equipment" as follows. "[Inspection of endoscopic images]. Check whether normal light observation images and nbi observation images appear normally. Before inspection, wipe the endoscope lens with sterile gauze moistened with saline or sterile water. Observe the palm etc. Using normal light observation images and nbi observation images. Make sure the lighting is on. Adjust the light intensity to get the appropriate brightness. Confirm that there are no abnormalities such as noise, blur, or cloudiness in normal light observation images and nbi observation images. Operate the endoscope's angle lever to bend the curved part. Confirm that no abnormalities occur, such as normal light observation images and nbi observation images momentarily disappearing.". Olympus will continue to monitor field performance for this device.